Event description:
It was reported that during a percutaneous peripheral intervention procedure, balloon burst occurred. The totally occluded stenosed target lesion was located in the calcified and severely tortuous vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was used to dilate the lesion but it ruptured at 5 atmospheres upon the first inflation. The procedure was completed with a different device. No patient complications were noted and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).